Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent knotted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that a break in the polymer extrusion section of the shaft located at 163mm proximal to the distal tip happened after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.50x28mm stent delivery system was returned for analysis. An examination of the crimped stent found stent struts from the proximal end of the stent lifted and bunched distally. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the shaft polymer extrusion found a break 163mm proximal to the distal tip. Media analysis showed that a guide catheter was in position at the right coronary artery ostium and contrast flow assessment was seen being carried out of the right coronary arteries but no treatment. A guide catheter was also seen in position at the left main ostium showing views of the left main coronary arteries. Treatment of a diffusely diseased lesion located in mid left anterior descending artery (lad) was noted with predilation being carried out initially followed by stent positioning and deployment at the lesion site in the lad. This was followed by postdilation and a second stent being positioned and deployed distally to the initial one (and overlapping its distal struts) in the distal lad. Postdilation of this second stent was observed and perfusion was seen restored at the lesion site in the mid to distal lad. Treatment of the circumflex artery was seen being carried out next with 2 guidewires and postdilation of a second diffuse lesion located in the proximal to mid left circumflex artery (lcx). This was followed by positioning and deployment of a stent at the lesion site and postidlation of the deployed stent. Flow contrast assessment showed perfusion restored at the proximal to mid lcx lesion site. A review of the media provided could not identify the alleged stent material deformation, as the images provided showed successful deployment of 2 stents initially in the mid to distal lad followed by a third stent deployed at a lesion site in the proximal to mid lcx. Both lesion sites were noted to have challenging anatomies as they both appeared diffusely diseased as well as presenting some degree of angulation and tortuosity which might have impacted on a possible delivery of a stent. To mention that the recording provided for review has several gaps between the series, gaps which might have contained images of an attempted stent delivery or stent damage as per event description however this review could not identify any failed attempt to deliver a stent or any other stent damage. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50x28mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent knotted. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.